Manufacturer narrative:
(B)(4).

Event description:
It was reported that no readings occurred. Data was evaluated and the allegation was confirmed as a signal loss. The probable cause was the transmitter and app were unable to establish a connection. The reported event of a no reading is reportable based on the finding of a signal loss. No injury or medical intervention was reported.